Event description:
Per the clinic, the patient experienced extrusion of the electrode array into the ear canal. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.